Manufacturer narrative:
A ge representative contacted the customer and directed the customer to reseat the monitor connectors. The system operates as intended.

Event description:
The customer reported poor image quality. No patient injury was reported.